Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the sensis vibe combo. During an interventional procedure, the user reported that the system froze during the procedure and an injury was communicated. The procedure was continued using the same system. We are unaware of any impact to the state of health of the patient involved. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
The investigation was completed by our experts. In the initial report a patient injury was communicated. However, after further clarification with the customer it was determined that there was no patient harm or any health consequences. The blue screen error message of the operating system indicates a system crash, which can happen due to various reasons. The error appears when the unit¿s operating system can no longer function properly. When the blue screen comes up, the operating system shuts down automatically to recover from the critical error and initiates a reboot. Analysis of the log files confirmed the issue; however, the root cause of the crash could not be identified retrospectively. Therefore, a corrective action of the installed base, could not be determined by the investigation.